Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. (B)(4). Summary of investigational findings: inspection of the captor valve found four tears in the webbing of the silicone discs which is assumed to be the root cause of this event. Based on what is reported and the results of the investigation unknown how and when the disk was torn, however this tearing of discs most likely happened somewhere during the procedure. Internal actions have been initiated and relevant personnel have been informed of this incident. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014, (B)(6) male patient underwent taa repair with gore's relay by left approach. The patient anatomical form was suitable for the endovascular repair. Since type ib endoleak was observed, the tx2 was additionally placed just above the celiac artery. At the same time as the physician removed the dilator after deployment of the tx2 stent graft, large amounts of blood leaked from the hemostatic valve. Then, the tx2 was replaced with gore's dryseal sheath (20fr.) To continue the procedure. Since patient's blood pressure dropped up to 55 though it was around 120 before the event, blood transfusion was given. Patient outcome: the patient recovered.